Event description:
It was reported that stent damage post-deployment and stent inadequate apposition occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 20mm in length, de-novo target lesion was located in the non tortuous, moderately calcified, 3.0mm in diameter distal left main (lm), left anterior descending (lad) and left circumflex (lcx) arteries. Following pre-dilation with a 10x2.5mm non-bsc balloon catheter in the lcx, a 24 x 2.75 promus premier¿ drug eluting stent was implanted in the distal lm to the lcx. However, the promus premier¿ stent was not perfectly deployed. Post dilation was then performed with an 8x3.0mm non-bsc balloon catheter in the lcx at the distal part of the stent without issue. A 20x3.5mm non-bsc balloon catheter was then advanced to further post-dilate throughout the stent from the distal lm to the proximal lcx. It was noted the balloon catheter became hung up on the stent but was able to cross. After inflation of the balloon in the stent, the stent shortened approximately 6mm from the lm to the lcx. The physician then decided to cross the stent from the proximal part of the lm to lad with a 20x3.0mm non-bsc balloon to dilate the lad. Kissing balloon was done with two 20x3.0mm non-bsc balloon catheters on the lm, lad, and lcx. Another inflation with a 20x3.0mm non-bsc balloon catheter was done on the lm to lad. A 28x3.0mm non-bsc stent was implanted on the lm to lad. Subsequently, the non-bsc stent was post-dilated with a 15x3.0mm non-bsc balloon catheter. Finally, inflation with a 12x4.5mm unspecified balloon catheter was done in the lm to complete the procedure. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).